Manufacturer narrative:
The device and all fragments were returned for further evaluation. Visual inspection found that the device was cleanly fractured. The fracture was an oblique fracture that extended across the central post in the intracondylar space. The device also exhibits scratches on both surfaces of the condyles, which is indicative of heavy use. . The device was manufactured in december of 2012 and had an approximate field life of five (5) years and one (1) month with an unknown frequency of use. The device history records and the receiving inspections report were reviewed and found no anomalies or deviations. This device is used for treatment. This device was manufactured before the design modification and was part of the re-design scope. A redesign of the product was initiated on a rolling basis on december 11, 2014 in order to reduce the frequency of device fracture near the central post. Therefore, the root cause is related to the design of the device.

Event description:
It was reported that the device fractured into two pieces upon insertion. Both pieces were removed from the patient.